Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.

Event description:
The customer reported that during a gastric sleeve procedure, the device did not appear to be sealing properly. This occurred while the surgeon was sealing and dividing the short gastric vessels on the greater curve of the stomach. Oozing occurred although an end tone, indicating a completed seal cycle, was heard. Another device was used to complete the procedure without incident. The generator was set at two bars. There was no blood loss and no pt injury.